Event description:
It was initially reported that the site that they were having difficulties interrogating some patient's devices, which was intermittent. A reset of the handheld computer didn't resolve the issue. When the site used another hhd, the issue appeared to still be present, but was resolved when the programming wand was rotated. It is believed by the site that the issue is related to the hhd, but adequate troubleshooting has not completely ruled out the programming wand or serial cables. It was later noted that the hhd was freezing upon successful interrogation, which was resolved with a reset of the device. This is a known issue with the software that is resolved with either a soft or hard reset of the device. Good faith attempts to obtain additional information have been unsuccessful to date.